Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a 52mm evoque procedure where after implantation, the patient showed complete heart block (chb) with low ventricular response (40 bpm). As per medical opinion, it was valve related. Whilst patient was on bisoprolol prior to the procedure for rate-control in a-fib, this was unlikely to have contributed to the chb seen. The decision was taken to implant a temporary pacemaker via jugular access. The patient was in stable condition. The baseline rhythm was a-fib. Baseline ventricular rate was 64-78 bpm. The patient continued to have nocturnal chb. Therefore, the patient had a micra implanted uneventfully, and external permanent pacemaker was removed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imaging evaluation could not confirm any device related issues or malfunction. The root cause of the conduction disturbance is indeterminable. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.